Event description:
It was reported that during a laparoscopic hysterectomy procedure, at first, the device could be activated properly. In the late of the operation, the tip of the blade was broken off in the patient's body. The broken piece was retrieved and no piece was left inside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.